Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple temperature alarms while charging the pump at room temperature. There was no impact to the customer's blood glucose level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.